Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/09), sorin crm (formerly ela medical) is filing this MDR at this time. Review of the electronic data and files received. (B)(4). The algorithm anti-pmt is programmable on the reprog or termin with the standard programmer. The option off is not available by design. The episode analyzed (pdf file) revealed this algorithm operated on (B)(6) 2008 at 15:06 (burst a). In the specific case of the patient, the detection conditions for a pmt would be inadequate (elevated rhythm, pr stability, etc.). To date, no change is planned for symphony / rhapsody. However, this complaint was entered in our complaint database in order to allow for trending of this kind of event observed in implanted patients.

Event description:
During the follow up of the device involved in this report, it was observed that the anti pmt algorithm was probably applied improperly.